Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the merlin programmer exhibited diagnostics anomaly. No intervention was performed. The patient would continue to be monitored with routine follow up.

Manufacturer narrative:
Initial reporter's first and last name should have been reported on the initial MDR. The previously reported occupation unknown was incorrect. The correct occupation is health professional. On the initial MDR report source should have included health professional.